Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unknown stem. Unknown head. Unknown liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the device loosened post implantation. No further information is available at this time.